Event description:
It was reported that bd connecting set with n35 injector was leaking.the following information was received by the initial reporter with the verbatim:this is a complaint about disconnection of n35j and spike port.customer reported that n35j and spike port disconnected during administration, causing leakage of anticancer drug.

Manufacturer narrative:
E1: initial reporter facility name- (B)(6) hospital. A mfx2409 product was not available for investigation; however the customer confirmed that leakage was observed from the area of connection between the spike port adaptor and the n35 component. No further information was available to assist the investigation in this instance. The details of this feedback were shared with the legal manufacturer of the product, impromediform gmbh for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. Please note, as the connection of the n35 and the spike port is hand connected and not solvent bonded, it is important to ensure that the joint is sufficiently connected prior to attempting to connect or disconnect an infusion set from the spike port. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mfx2409 device in the past 12 months.